Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector on an ilet pump would not lock when a filled insulin cartridge was inserted, despite successful locking when no cartridge was present and after confirming a completed rewind and proper cartridge fill and seating. Symptoms included no drug delivery from the affected pump due to inability to attach the luer connection. Outcomes included provision of an alternate ilet device to enable continued therapy. Investigation included guided troubleshooting with multiple luer connectors and cartridges, verification of cartridge volume and seating, and comparison testing using a demo ilet in which the same luer and cartridge locked without issue. Investigation of this case revealed that the problem was isolated to the original pump¿s luer connection interface, as components functioned normally in a different ilet device. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical incompatibility or damage at the pump¿s luer connector interface.